Event description:
The customer reported that approximately one to two milliliters of clear fluid sprayed between the blood detector bracket and differential segment shear valve of the coulter lh 750 hematology analyzer. The leak was contained within the instrument and there was no report of injury or direct exposure to the leak. The customer stated that the instrument generated incorrect differential results during the event. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Instrument printouts were requested to evaluate the incorrect differential results and instrument flagging but have not been provided.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and noted that erythrolyse was leaking at the erythrolyse heater. The fse resolved the leak by replacing the silicon line between erythrolyse heater and differential segment shear valve. The fse verified the repair as per established procedure and results met published specifications.